Event description:
The following has been reported: biomed reported: "red alarm". No active infusion stopped or any patient harm. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 1 actuation failure. During initial evaluation the pump was intermittently working without issue and then sporadically the valves would be unable to actuate. An internal investigation found the pneumatic valve assembly was not fully seated. The valves were reseated and functionality was restored. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.